Event description:
Philips received a complaint from customer reporting a 35v power supply failure alarms on the v60 ventilator. The device was not in clinical use. The issue reportedly occurs at power on. There is no report of harm, or other patient/user impact. The customer reported this issue occurred after the installation of a new power management (pm) printed circuit board assembly (pcba) for field change order (fco) implementation. The customer reports the device returned to full functionality when a different pcba was tested. The investigation is ongoing.

Manufacturer narrative:
Upon further review it was found that this a duplicate MFR report number 2518422-2023-29325.